Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not communicating, and machine doesn't had power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the station failed to boot. A field service engineer (fse) had found that half height drawer 2 had failed, with no lights on the interface board. Fse found that drawer 2-2¿s drawer controller board had failed the ohms test. Fse replaced both boards, secured the connections, tightened the hard stops, and confirmed the test was good in hardware test application. The system functioned as intended after the field service engineer repaired the device.